Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor, which is a probable caused of the device running without user activation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the saw was running without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.